Event description:
It was reported by the patient's family member that the batteries received with the remote monitor were "corroded." The monitor has not transmitted in the past. Additional information obtained through follow up with the patient's family member indicated that there was battery "leakage." New batteries were sent to the patient and the monitor is working fine, per the patient's family member. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the monitor was analyzed and the findings revealed corrosion in the battery compartment terminal. There was battery compartment corrosion failure.